Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The tip cover was found to have tearing at the mouth on the distal end. Tears were not axially aligned with the tip cover and measured from 0.020¿ to 0.163¿ in length. A piece measuring approximately 0.033" x 0.038 was not returned with the tip cover. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The event was confirmed to be a ureteroureterostomy procedure that was performed on (B)(6) 2020 on system sk1238, per system logs. There is no error related to the issue; therefore no further system log review was not performed. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no patient harm, if this malfunction were to recur it could likely cause, or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the tip of the monopolar curved scissors (mcs) tip cover accessory was torn. A piece of the mcs tip cover accessory had fallen, but it was noted that there was no fragment(s) that fell inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.